Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. This complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr and medical surveillance. The patient advised the csr that a few mornings before she contacted lfs, at around 9.00am, she was unable to obtain a blood glucose reading because her ultra2 meter would not power on, despite having changed the batteries. The patient stated that she manages her diabetes with a combination of insulin (lantus; 27 units before bed) and oral medication (metformin; 1000mg daily). The patient did not take any action in response to the alleged power issue. She stated that after the alleged issue began she experienced symptoms of ¿unbalanced, can¿t think clearly, shaking and felt like she was walking an inch off the floor¿, which she associated with a low blood glucose excursion. The patient explained that self-treated her symptoms with an orange and toast and she felt better afterwards. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. It was noted by the csr that the patient was using the correct test strips and that they appeared to be in good condition. The patient was unable to turn the meter on by pressing the power button or with a test strip per owner¿s manual, and the battery did not need to be replaced. The csr noted that the replacement batteries the patient had used had a ¿plastic sticker¿ on them, and once this was removed the meter would power on. At the time of troubleshooting the alleged power issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the patient was unable to obtain a blood glucose reading because the subject meter would not power on.